Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: device code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5 (describe event or problem)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the first band was tried to be deployed outside the patient; however, the ligator unit can not eject the band. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Additional information received on november 17, 2020. It was reported this speedband superview super 7 device was performed in the esophagus. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the first band was tried to be deployed outside the patient; however, the ligator unit can not eject the band. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.